Event description:
Date notified: 01/02. A model 324 suction system failed to operate after installation in an ambulance without fuses blowing. An inspection of the device revealed that a defective motor was the cause of the problem. The device was repaired and returned to the ambulance manufacturer. No pt was involved at the time of the failure.